Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high capture threshold was observed on the lv lead resulting in reduced device longevity (premature battery depletion). Patient was asymptomatic. Patient presented to the operating room for a scheduled device replacement due to normal eri. The device was explanted and replaced with a new device. Patient was stable throughout the procedure and will continue to be monitored.

Manufacturer narrative:
Analysis did not confirm premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.